Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the medical facility.